Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with ceftazidim. This was identified prior to use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Manufacturing date: december 19, 2016 ¿ december 21, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the bladder had been ruptured. The device was microscopically examined for signs of abnormality with no issues noted. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.